Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified treatment. Dianeal and extraneal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. The nurse reported the patient ¿has no symptom now¿. No additional information is available as the reporter declined to provide further follow up.